Event description:
The customer contacted stryker to report that the device would emit the audio prompts in the wrong language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that the device would emit the audio prompts in the wrong language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to heartsine for evaluation. A cause of the reported issue could not be determined.